Event description:
It was reported that bd bactec¿ myco/f lytic culture vials the organisms listed as clsi strains on pi and coas don't match the following information was provided by the initial reporter: customer reports that the organisms listed as clsi strains on pi and coas don't match.

Manufacturer narrative:
PMA/510k info:k970512 k970333. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442288; batch no. 3033465. Customer reports that the clsi strains mentioned in certificate of analysis (coa) does not match those in the product insert (pi). Coa and pi were attached as evidence. Biological performance section in the coa and the pi were evaluated. Coa has clsi strain references c. Glabrata (atcc (B)(4)) c. Neoformans (atcc (B)(4)) m. Fortuitum (atcc (B)(4)) m. Intracellulare (atcc (B)(4)) m. Kansasii (atcc (B)(4)) m. Tuberculosis, h37ra (atcc (B)(4)). The pi (B)(4) (07) 2019-08 has no clsi strain reference. Batch history records review was performed. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed. An engineering change control was completed on 10apr23 to change the clsi strain reference to the coa. A change control was initiated to add the clsi strain reference to the pi.

Event description:
It was reported that bd bactec¿ myco/f lytic culture vials the organisms listed as clsi strains on pi and coas don't match. The following information was provided by the initial reporter: customer reports that the organisms listed as clsi strains on pi and coas don't match.